Manufacturer narrative:
Product ID: 3887-33, lot# j0219957v, implanted: (B)(6) 2002, product type: lead; product ID: 3887-33, lot# j0219957v, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they had no additional information at this time because the patient cancelled their appointment with them last week. They stated that they rescheduled the appointment for (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot# j0219957v, implanted: (B)(6) 2002, product type: lead. Product ID: 3887-33, lot# j0219957v, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the patient feeling like their leads were undone and on top of the ins was not reported as the hcp stated the patient had not been evaluated since (B)(6) 2018. Actions taken to resolve the issue was multiple calls had been made to the patient to meet with a manufacturer representative (rep), but the patient had cancelled all of the appointments. It was reported that no surgical intervention was planned/performed at this time as they were awaiting to consult with the manufacturer representative (rep). It was reported that the patient weighed 189 pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-33, lot#: j0219957v, implanted: (B)(6) 2002, product type: lead; product ID: 3887-33, lot#: j0219957v, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3887-33, serial/lot #: (B)(4), ubd: 27-jun-2006, UDI#: (B)(4); product ID: 3887-33, serial/lot #: (B)(4), ubd: 27-jun-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the consumer felt like the wires were undone and on top of the implantable neurostimulator (ins). The issue started about 2 months ago in (B)(6) 2018. It was noted that the patient was on the potential replacement patient list. No further complications were reported.